Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were experiencing shocking sensation when they were turning on lights and wondered if it could be related to their implantable neurostimulator (ins). They mentioned having a follow-up appointment with their healthcare provider this month. The sensation began in february, persisted for a few days, but has since subsided. The patient speculated that the therapy might have been too strong. They have been advised to discuss these concerns with their healthcare provider for further evaluation.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.